Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer had gone into diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 1012 mg/dl. The customer's most current level was 233 mg/dl. The customer was treated at the hospital for the highs. Troubleshoot was conducted and the high pressure testing failed. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was programmed with the current time and date and monitored for four days; the time and date have not drifted and are accurate. The time and date functioned properly. The insulin pump recorded all alarms during testing properly. No alarm history or alarm history date discrepancy noted. The insulin pump had minor scratched lcd window. The insulin pump passed the displacement accuracy test.